Event description:
A caller reported a cgm error while using their sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not reappear, and the caller successfully started their sensor session.